Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer initially called for assistance with where to find the active insulin amount in the insulin pump menu. The customer was assisted with reviewing the status screen. During the call; the customer reported that he was hospitalized but he did not want to provide the details.